Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. Two images of poor quality were provided and showed the retrieved tulip filter. Except from one of the primary filter legs placed in a slight asymmetric position, the filter was nicely shaped. On one image one of the anchors was difficult to visualize, likely because of the angle and the poor image quality. The filter hook had straightened as reported, likely because the filter was snared/sheathed/collapsed more than once. Based on the images there is no evidence to suggest that the filter was not manufactured according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 30mar2018, per a report from computed tomography; ¿the inferior vena cava begins at the right renal vein but is located below the left renal vein. The struts extend through the wall on the coronal images the inferior vena cava takes a bend to the left at the top of the inferior vena cava but where the limbs of the filter are located they are in the midline.¿ 30mar2018, per a report from computed tomography 2; ¿the anterior right strut penetrates 7 mm through the ivc wall. The anterior left strut penetrates 11 mm through the ivc wall. The posterior right strut penetrates 0 mm through the ivc wall. The posterior left strut penetrates 12 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes.¿ on 03oct2018, per a report from retrieval report (successful); "a retrieval set was used to snare the filter. It was very difficult and the hook straightened. I then tried to capture further and was able to capture 95% of it but not the rest. This time I placed a gore dry sheath and snared the filter again just below the top connector and was able to get it into the dry sheath and then recapture 95% of it and was able to pull up into the gore dry sheath and the bard sheath. I then pulled it out through the bard sheath out of the body and found it to be intact with 4 legs and hook still on. I then imaged the ivc showing patency and no extravasation.¿ "patient tolerated the procedure well; is going to recovery. No complications".

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein prior to bariatric surgery. The patient alleges vena cava and organ perforation. Patient notes and additionally alleges experiencing stress and anxiety. Complex percutaneous filter removal on (B)(6) 2018 was reported due to device failure. (B)(6) 2007, per a report from implant report; "the filter was positioned and deployed in the infrarenal segment of the ivc. The apex of the filter is just slightly tilted toward the right side". ¿impression: successful placement of a potentially removable ivc filter.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: tilt, stress and anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported stress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, complex removal, and bent filter. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bent filter is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007 due to [a] history of deep vein thrombosis (dvt). Approximately 10 years and 3 months after receiving the filter implant, the patient had a computed tomography (CT) scan which showed multiple legs of the filter perforating through the ivc and perforating through the vertebrae. The filter also appears bent. Seven (7) months after this CT scan, the patient underwent a complex percutaneous removal of the tulip ivc filter due to the filter being bent and perforating the ivc. Hospital and medical records have been requested, but not yet provided.